Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer removed the insulin pump for a few hours without suspending in order to play volleyball. The customer later realized that the screen of the insulin pump was blank. The customer changed the battery, but the screen was still blank. The customer's blood glucose was 133 mg/dl. Troubleshooting was done. Advised that a replacement battery cap would be sent. The customer stated that he had inserted the second battery upside down. The customer received an unexpected restart alarm. Explained alarm and assisted customer with programming the time. Nothing further reported.